Event description:
Allegedly pt. Had persistent worsening pain in the right hip. She had noticeable limb length discrepancy. She was found to have elevated metal ion levels as well.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043435-2013-01118, 01119, 01121.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.